Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with cefazolin, ceftazidime and amikacin for peritonitis. The cause, hospitalization and action taken with pd therapy were not reported. At the time of this report, the patient has recovered from the event. No additional information is available.

Manufacturer narrative:
B5: it was reported during follow up that the cause of the bacterial peritonitis event was a breach in aseptic technique. The breach in aseptic technique was not further described. On the same day as the onset, the patient was hospitalized for the peritonitis. At the time of this reported, the patient was recovering from the event. It was not reported if the patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.